Event description:
It was reported to philips that the monitor suspension cannot move up or down. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched on site for furhter troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).